Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one day of use, the one way valve was found broken and leaking during a routine cuff check. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. Visual inspection found the device to be without any abnormalities or defects. During functional testing, a syringe was used to inflate the pilot balloon to observe for leaks in the one way valve. The entire device was then submerged in water; no bubbles (suggesting a leak) were found escaping the device. The returned device was confirmed to operate intended. No evidence was found to suggest the reported event was related to intrinsic product problem.